Manufacturer narrative:
The insulin pump was monitored and functioned properly. No rainbow was noted on the display. The insulin pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a rainbow display. The customer also reported adhesive issues with their sensor. The customer also reported a partial display with the insulin pump. Customer stated the insulin pump was not bumped or dropped. Troubleshooting was not completed as the customer was driving at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.